Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose level was 403 mg/dl. Customer stated that insulin pump had recurring insulin flow blocked alarm. Customer stated that they had changed infusion set, reservoir and site for about 6 to 7 times. Customer declined the troubleshooting. The device will be returned for analysis.